Manufacturer narrative:
(B)(4). The device was returned for an unspecified malfunction. Reliability engineering evaluated the device and observed that the device foot end tip was drilled out due to too much lateral force be applied causing the cutter to come into contact with the neuro tip. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage from user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the during service and repair pre-testing, it was observed that the foot end tip was drilled out on the craniotome device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.